Event description:
Site reported one CT image did not have the right parameters and appeared with white fuzzy lines. Subsequent info was received on (B)(4) 2012, indicating that the site was not able to complete the superdimension case. The pt was under general anesthesia. There was no reported harm or injury to the pt.

Manufacturer narrative:
CT scan was evaluated and the fuzzy image problem has been previously identified and is resolved in the most current software version. This software anomaly poses no safety risk as identified in the superdimension design fmea. There was no pt harm or injury reported. In an abundance of caution we are filing this MDR because of the add'l risk associated with multiple exposures to anesthesia.